Manufacturer narrative:
(B)(4) a date of the event could not be obtained from the customer. No samples for evaluation were received from the customer yet. As soon as the investigation of the event is completed, a supplementary report will be filed.

Event description:
Customer states tubes not completely filling. This has caused multiple patients to be redrawn a few times. Technical services advised the customer that this lot number of product is expired and provided customer with IFU highlighting "do not use tubes past expiration". After receiving this information, the customer stated that they hadn't looked close at any of the tubes yet but they are definitely expired. They believe the store room gave them 2 sleeves of these [tubes] last week when they were running low. Customer stated it is obvious that no one checked the expiration date before putting them into use and this was their error completely. The phlebotomists didn't save the tubes and they were discarded. They have a few tubes with patient labels but there is phi all over them and the vendor labels underneath are very hard to see and take a photo. No photos and no product available.

Manufacturer narrative:
No samples were received for evaluation. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production and maintenance records revealed no deviations in relation to the reported event. Therefore, the alleged event is not justified. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.